Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received an insulin flow blocked alarm. Troubleshooting was performed. The customer's blood glucose level was in the 300mg/dl at the time of the incident. The customer declined troubleshooting for the high readings and stated that they treated with insulin pump bolus. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The customer did not have the product to return. The product will not be returned for analysis.